Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the handle would not rotate, so no bands could be deployed. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.